Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged in the 60s mg/dl, and the meter bg reading was 266 mg/dl. Customer addressed the inaccurate cgm value that ranged in 60s mg/dl with food. Subsequently, the customer bg elevated to 266 mg/dl. Reportedly, the customer performed a calibration and cgm readings became accurate. No additional patient or event information was available. A root cause could not be determined.